Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that while changing the reservoir he noticed that the piston does not reach the reservoir and he can see a gap. Customer stated that then; insulin started squirting out of the tubing during prime. No troubleshooting was performed as the call was disconnected.